Event description:
According to the reporter: balloon popped after 3 pumps, when camera was in, the gas was leaking out. It was a leak in the trocar portion. When the camera was in the air was not held. Also the balloon popped off after 4 pumps. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 300 minutes. No device fragment fell into the pt.

Manufacturer narrative:
(B)(4).